Manufacturer narrative:
Six used and two unused jelco saf-t wing blood collection and infusion sets were returned for investigation. The device history records for the devices were reviewed and no relevant findings were detected. The returned samples were visually inspected and no discrepancies were found. Functional testing was performed and there were difficulties to activate the safety mechanism in two of the samples; the tube showed resistance when pulling it to activate the safety mechanism. The other six samples did not present difficulties when activating the safety mechanism. A manufacturing review for a similar device was performed and there were no difficulties when activating the safety mechanism of the five manufactured units. The complaint was confirmed. The most probably root cause was determined to be: defective part (safety mechanism) was received from the supplier. Defective safety mechanism was not detected on receiving inspection due to the fact that no inspection and testing was performed since the component is on "certified status". The defective safety mechanism was not detected through the manufacturing process inspection due to there not being testing on the safety mechanism in place in the manufacturing process.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle of a jelco® saf-t wing® blood collection and infusion set was difficult to retract into the "housing". No injury was reported.